Manufacturer narrative:
Alleged failure: light cord did not go on standby and caused a burn of the drape. The failure identified in the investigation is consistent with the complaint record. The probable root cause: ls recognizes it as a standard cable due to missing contact ring which causes the light to stay on when adapter is removed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.